Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl, which he attempted to treat with a 22-unit bolus. The customer stated that he has been going through surgery and other medical issues; his artificial bladder has cancer. Troubleshooting was initiated for the high blood glucose. The customer cited thirst as his only symptoms. The drive support cap appeared normal. One air bubble was located in the tubing and reservoir; the insulin was not stored at room temperature. A prime was successfully performed with the current set. The device settings were programmed accurately. Further troubleshooting was declined since the customer did not believe that the insulin pump was the issue. No products were returned or replaced.